Event description:
Reprise IV study . It was reported that 1st degree atrioventricular (av) block occurred. The subject was enrolled into the reprise IV study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. On the day of the index procedure, the subject received loading dose of 325 mg of aspirin. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) in accordance with the instructions for use (IFU). The subject developed new left bundle branch block (lbbb) was noted post bav. The native aortic valve was treated with the deployment of a 25 mm lotus edge valve. Successful repositioning of the25 mm lotus edge valve involved partial re-sheathing of 25 mm lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus in accordance with the IFU. On the same day of the index procedure, electrocardiogram (ECG) revealed 1st degree av block. Four (4) days post index procedure, the subject was discharged on other anticoagulants. It was further reported that no conduction disturbance was noted post bav. The new lbbb occurred on the same day of the index procedure.

Event description:
(B)(6) study. It was reported that 1st degree atrioventricular (av) block occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. On the day of the index procedure, the subject received loading dose of 325 mg of aspirin. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) in accordance with the instructions for use (IFU). The subject developed new left bundle branch block (lbbb) was noted post bav. The native aortic valve was treated with the deployment of a 25 mm lotus edge valve. Successful repositioning of the25 mm lotus edge valve involved partial re-sheathing of 25 mm lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus in accordance with the IFU. On the same day of the index procedure, electrocardiogram (ECG) revealed 1st degree av block. Four (4) days post index procedure, the subject was discharged on other anticoagulants.